Event description:
Alleged the staff used the CPR function and said they saw smoke come from the bed.

Manufacturer narrative:
The facilities maintenance found the pump will work but none of the functions are operating. Upon further inspection maintenance found the power control module (pcm) was shorted where the manifold wires connect to the pcm. Maintenance replaced the pcm to repair the bed.